Event description:
It was reported via remote transmission non-sustained lead noise due to post-paced t-wave oversensing. Patient was asymptomatic. Device was reprogrammed. Two weeks later, remote transmission presented with another non-sustained lead noise. It was recommended that the device be further reprogrammed and induction testing be performed. Device remains implanted.

Event description:
New information received states another merlin transmission revealed another instance of post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. Programming changes were recommended. The patient has not scheduled an appointment to make those changes. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was reprogrammed. However, post-paced t-wave oversensing recurred. The patient was asymptomatic. Additional programming changes were recommended and the device remains implanted.